Manufacturer narrative:
H6: investigation results indicate that the router breakage is due to a bearing failure with the associated attachment, 5407fa2000 sn(B)(6). The quality investigation is complete.

Event description:
It was reported that prior to a procedure it was noted the router was broken at the base in the associated attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that prior to a procedure it was noted the router was broken at the base in the associated attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.